Event description:
Information was received indicating that the high pressure alarm occurred to a smiths medical cadd-legacy® pca pump. The tubing was changed out and the pump continued to alarm "high pressure." The patient reported going to the hospital to have the intravenous site checked due to inability to administer medication. There were no reported adverse patient effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device data log was unable to be downloaded. Functional testing included use testing. The pump was powered up and pump displayed an error code with a constant alarm. Visual inspection found one rear speaker wire disconnected and the back up cap loose and damaged rear housing. It was found that the error code was caused by the clock battery voltage being out of specification, this battery was replaced. The pump was found to be functional and sensors within specification including high pressure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed. The root cause of the found error code was a low clock battery voltage.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a high pressure alarm. The tubing was changed out and the pump continued to alarm "high pressure." The patient reported going to the hospital to have the intravenous site checked due to inability to administer medication. There were no reported adverse patient effects.